Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed sensor error alert. The customer's blood glucose reading was 428 mg/dl at the time of incident. Troubleshooting found that the sensor cannula was bent. Customer declined to troubleshoot for the high blood glucose.